Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported "pain", "inflammation and fluid accumulation around the implants", "capsular contracture baker grade unknown", "ruptured implant suspected" and "psychological distress". This record is for right side. The device remains implanted.